Manufacturer narrative:
Reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part # unknown, unknown head, lot # unknown. Part #unknown, unknown cup, lot # unknown. Part # 139266/m2a,-magnum 52-60mm tpr insrt, lot # 348170. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -04337, 0001825034 -2020 -04338, 0001825034 -2020 -04339.

Event description:
It was reported that patient underwent hip revision surgery approximately one month ago due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: 157452 ¿ m2a head ¿ 611230 us157858 ¿ m2a cup ¿ 316260 139266 ¿ m2a taper ¿ 348170 h6: component code mechanical (g04) ¿ stem. Medical records were reviewed by an hcp and noted high ion levels, bursitis, brownish fluid, rom without dislocation. A review of the device history records identified no related deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent a left hip revision approximately 10 years post implantation due to elevated metal ions and bursitis. During the revision, brownish black fluid was found along with grayish tissue and cold welding. The head, taper and cup were removed and replaced while the stem remains implanted.